Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that machine displayed error message due to power outage. The technical support specialist dropped database and repaired med application and resynced to server. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system displayed error message. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.